Event description:
It was reported that the device failed to capture and powered off unexpectedly, while in use on a patient. Several new batteries were tried. It was also reported during routine functional testing, biomed found that the device would intermittently shut off. It was noted the case is damaged and may have been dropped. The device was returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board found out of electrical specification. Battery drawer is broken. Battery contacts are compressed. Upper case is dented. Lower case and side bail covers are broken. Keyboard, lead flex cover, and knobs are contaminated. One side bail is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board (pcb) found out of electrical specification. Battery drawer is broken. Battery contacts are compressed. Upper case is dented. Lower case and side bail covers are broken. Keyboard, lead flex cover, and knobs are contaminated. One side bail is missing. A detailed analysis of the main pcb was performed. Visual inspection did not find any anomalies. The capacitors were measured and it was noted that one capacitor was out of electrical specification. When the battery was removed from the unit the circuit board immediately powered down, further indicating a capacitor failure. After this component was replaced the unit remained on for the nominal time after battery removal.